Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia attributed to maladaptive ilet behavior, prompting a factory reset and device setup assistance per clinical direction. Symptoms included elevated blood glucose with a reported peak of 289 mg/dl and approximately five hours above 180 mg/dl, without alerts for levels above 300 mg/dl, without ketone testing, and without need for assistance or medical intervention. Outcomes included no immediate health effects and no hospitalization. Investigation included user interview and troubleshooting with device reset and reconfiguration. Investigation of this case revealed device maladaptation consistent with control algorithm maladjustment, with no corroborating evidence of hardware or sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.